Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced basic evaluation (be) for urge incontinence. It was reported that the trial patient had a lot of bleeding around the incision site. Additional information received on (B)(6) 2019 from the patient reported that they were not able to urinate on their own and only ¿lets go a couple of dribbles¿. It was advised that they contact their clinician for the issue. Follow up information received on the same date reported that the trial patient was up 3 times during the night due to having diarrhea, possibly form the antibiotics they were taking from the procedure. Further follow up information received from the patient on (B)(6) 2019 reported that they had a possible uti and was taking bactrim for this issue. They also stated they were unable to void and would only void in very small amounts so they had contacted their clinician. There were no further complications reported or anticipated.